Event description:
It was reported that patient was experiencing chronic lower back pain and right hip pain. On (B)(6) 2010: the patient underwent surgery of lower back. The patient was implanted with rhbmp-2/acs, a synthetic disc, four titanium screws, and two titanium plates. The patient underwent another surgery. The patient was implanted with rhbmp-2/acs.post-op, the patient reported of experiencing lower back pain, neck pain, and occasional arm pain which made walking, sitting for long periods of time, lifting more than five pounds difficult and lost flexibility in her back.

Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.